Event description:
On (B)(6) 2009, the pt reported experiencing air bubbles in her insulin cartridge. She stated that she allows insulin to reach room temperature prior to use. She stated that she does not properly adjust the piston rod prior to inserting the insulin cartridge into the infusion device. She was not experiencing an air bubble at the time of the report. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.